Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 51mg/dl. Customer declined to troubleshoot for low blood glucose. Customer also stated that insulin pump had beep anomaly. Customer stated they did hear beeps when audio volume settings were saved also they did hear the differences between the two audio beep volumes. The insulin pump will not be returned for analysis.